Manufacturer narrative:
The devices has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) on the patient line of three (03) units of homechoice cassettes was missing. The caps were not inside the pouch. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: three (3) samples were received for evaluation in the original coiling position and in a sealed pouch. A visual inspection with the naked eye was performed which observed the patient line caps were not positioned onto the patient line connector of the three samples and they were not present inside the pouch. Damage was also noted on the patient line luer of the three samples. Leak, clear passage, and clamp function tests were performed, and no issues and no leaks were noted. The reported condition was verified. The cause of the condition was manufacturing related. The damage to the patient line luers was most likely due to the patient line not being properly seated in the organizer during the pressure testing of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.